Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed; however, the root cause was not identified. One 4 fr sl powerpicc catheter and two 3cg stylet w/white fin connector were returned for evaluation. The distal end of the catheter was return in multiple segments and appeared to have been intentionally trimmed. Two photo samples were also provided which depicted two 3cg stylets and catheter and the conditions of the devices corresponded with the returned samples. One of the 3cg wires did not appear to contain any damage on the device. The second 3cg stylet sample was found to contain a fracture in the polyimide tubing 1 cm from the distal end; however, the core wire was observed to be intact. Three kinks in the polyimide tubing were present on the section distal to the break location. Microscopic inspection of the fracture surface revealed the distal section to be compressed and located near a kinked section. The wall thickness of the polyimide tubing was measured and was found to be within manufacturing specification. Based on the condition of the returned sample, potential contributing factors include stylet advancement against resistance and stylet advancement past the catheter tip during catheter insertion. Since damage on the stylet was found to be present, the complaint is confirmed; however, the exact contributing factors remain unknown. H3 other text: evaluation findings are in section h11.

Event description:
It was reported that patient having PICC put in. Trimmed to length prior. Difficult advancing the catheter during procedure. When wire removed, wire noted to be damaged. Belief to be no retained product. No retained products seen. It was reported that a chest x ray was taken post procedure. No retained products seen and medical team not concerned, according to reporter.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one photograph which depicted two 3cg tls stylets. The depicted region of the devices included the distal tips and a portion of the plastic-coated regions. One stylet exhibited multiple kinks between the magnets and a complete break in the plastic coating. The distal fragment remained attached to the stylet by the internal wire. The second sample appeared undamaged and was evidently included as a comparison. Stylet damage was evident in the submitted photograph; however, inspection of the photograph was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include stylet manipulation and stylet advancement past the catheter tip during catheter insertion. H3 other text: evaluation findings are in section h.11.

Event description:
It was reported that patient having PICC put in. Trimmed to length prior. Difficult advancing the catheter during procedure. When wire removed, wire noted to be damaged. Belief to be no retained product. No retained products seen.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that patient having PICC put in. Trimmed to length prior. Difficult advancing the catheter during procedure. When wire removed, wire noted to be damaged. Belief to be no retained product. No retained products seen.